Manufacturer narrative:
Approximate age of device - 2 years, 4 months. The device was not explanted and therefore not available for evaluation. A correlation between the device and the reported driveline infection and hemorrhagic strokes could not be conclusively determined. The instructions for use lists driveline infection, stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a previously unreported chronic driveline infection and had been recently treated with ciprofloxacin at an outside hospital for driveline exit site pseudomonas and gram positive bacteremia. The patient's family reported that the patient had a fever of 101 f over the weekend, was not feeling well, and was more lethargic and confused. While the patient's spouse was driving the patient to the hospital, the patient's altered mental status progressed to non-responsive. The patient's spouse stopped at an outside hospital emergency department on the way where the patient was assessed to be breathing spontaneously but was not able to follow commands and had a left facial droop with left upper and left lower extremity weakness. A head CT revealed a right side intracerebral hemorrhage (ich). The patient had several tonic-clonic movement events of the upper extremity and was given ativan with resolution. The patient was intubated for airway protection. The patient's inr at the time was at 2.1. The patient was administered one unit of fresh frozen plasma and vancomycin as blood cultures drawn on (B)(6) 2015 grew gram-positive cocci. The patient was reportedly moving all extremities and was able to follow commands. The patient was transferred to the implanting center on an unspecified date. Upon admission, anticoagulation was reversed with 10 units of fresh frozen plasma, aspirin was discontinued, and serial head CT scans showed the ich was stable with no progression. There was no indication for surgical intervention as the patient was improving and the bleed had stabilized. The patient was successfully extubated and the left sided neurological deficits significantly improved. The patient was placed on physical therapy and was being ambulated. On (B)(6) 2015 at approximately 4:00 am, the patient's condition started to deteriorate, with initial confusion and left hemiparesis. The inr value was 1.4. A CT scan showed new left frontal ich with hyperacute blood formation. The patient's condition rapidly worsened to comatose, requiring intubation. At approximately 6:00 am the patient's right pupil became dilated and a repeat CT scan showed significant enlargement of the hematoma with herniation. By 7:00 am, the patient's pupils were fixed and dilated. Upon discussion, the patient's family decided to withdraw care and the patient expired. According to the hospital personnel, the event was believed to be related to the device due to anticoagulation and possibly the driveline exit site infection; however, it was also stated that the pump was working well at the time of the event. The cause of death was believed to be stroke with the cause of the stroke being unknown. The patient's pump was not explanted.